Manufacturer narrative:
The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported that the device exhibited undersensing of fine vf. The patient received atp therapy. The device was reprogrammed to a more sensitive value. No further episodes were seen. It was also reported that the patient later expired due to multiple non-device related issues.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.